Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that noise resulting in oversensing was observed on the right atrial lead. The noise was reproducible. No programming changes were made at this time. The patient was stable.